Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an exchange procedure a right atrial lead was attempted to be placed but presented high thresholds. Instead of repositioning this lead at the discretion of the physician, a new lead was implanted to complete this procedure. No adverse patient health effects were reported. This lead is not anticipated to be returned. Given this information this event has been concluded. Should updated information become available, an updated report will be submitted.